Event description:
It was reported that due to erosion, the device was repositioned to avoid risk of infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.